Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 300-01-17 - equinoxe humeral stem primary press fit 17mm (B)(6), 320-06-42 - glenosphere 42mm (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-15-06 - rs glenoid plate ext cag +10mm cage peg (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6), 321-52-07 - 3.2mm drill bit sterile (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that an 80 yo male patient, who had a left shoulder implanted, underwent a revision procedure. The surgery was to address apparent infection. The patient was washed out, treated with antibiotic beads, and the liner, tray, and torque screw were exchanged. The patient was last known to be in stable condition following the event. No x-rays were provided. Explanted devices are not available for return. No reason provided. No device images were provided. No further information. This is 1 of 2 events for this patient.